Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose after a meal, with the device displaying an alert code 247 and the user unable to perform an immediate confirmatory fingerstick; the user stated they had eaten and announced the meal and planned to check a fingerstick upon arriving home. Symptoms included feeling lightheaded without other reported complaints. Outcomes included no reported medical intervention, no emergency care, and no hospitalization. Troubleshooting and education were provided. Investigation included internal review of the reported alert and user-reported history. Investigation of this case revealed no confirmed device malfunction or component failure and no reproducible issue based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.